Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the connector block was broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4)

Event description:
It was reported that the external pulse generator's connector block was broken. The generator was returned for service. There was no patient involvement.